Event description:
On 10/13/1999, the account reported a hemoglobin of 16.0 g/dl for a fingerstick sample, run in open mode. Flags were generated by the instrument to warn the user. The sample was retested on the cd4000 on 10/14/1999 and a hgb of 8.97 g/dl was obtained. The sample was retested a third time on 10/14/1999 on a cd3000 and a hgb of 9.1 g/dl was obtained. A new sample was drawn on 10/14/1999 and a hemoglobin of 9.8 was obtained. No report of injury.